Event description:
It was reported to philips that the system showed no live image on the flexvision screen anymore. No user or patient harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a diagnostic procedure, and the procedure was completed as planned by using another screen behind the flex vision monitor. The philips field service engineer (fse) inspected the system onsite and confirmed there was no live image on the flex vision screen. Analysis of the system log file showed ¿flexible viewing warnings¿ error. During troubleshooting, fse checked the control movement of lateral table and found the problem in the bad video connection, so that the live image was not possible. The fse replaced the video signal control, dvi 45 adapters and x46 cable on the flex vision pc. After replacing video signal control, x46 cable and dvi adapter, the system was returned to use in good working order. On (B)(6) 2023 the issue happens again. On (B)(6) 2023 the issue resolved by replacing single link dvi-extender cable and dvi splitter module. The codes were updated based on the investigation outcome.